Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively during the attempted implant of the leadless implantable pulse generator (ipg) that the delivery system caused cardiac perforation resulting in cardiac tamponade, effusion, and a drop in blood pressure. The physician then performed a pericardiocentesis and the patient was transferred to cardiothoracic surgery to repair the perforated heart tissue. An electrocardiogram (ECG) was performed as well as resuscitative measures. Anesthesia and an arterial line were also used. The leadless ipg delivery system was attempted not used. No further patient complications have been reported as a result of this event.